Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va09gz1, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a medical reaction to the anesthesia and was sent home from the implant "totally out of it." The patient had to go to urgent care and have an IV line started to elevate the dehydration. Of note, the patient had 14 needle sticks to get the IV going. Additional information was requested, if recieved, a follow up report will be sent.